Event description:
The clinician reports that the day the implant was placed in ada 13, failure occurred upon insertion. Patient presented with bone type IV. The device was forwarded to the manufacturer. At the event the patient experienced: mobility. No further patient complications were reported.